Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. Explant of the device was successful. There were no patient consequences.

Event description:
New information received notes the patient was experiencing discomfort during procedure and post recovery.